Manufacturer narrative:
The reported event is associated with a clinical trial (B)(6) conducted under an investigational device exemption (ide). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a soft neuro tissue ablation procedure, the patient experienced a headache across and through the eyes. It was noted the pain was a 3-4/10 to the patient. Additionally, it was reported that there was pain at the incision site and itchiness. It was reported that acetaminophen and oxycodone were administered through oral doses to treat the issue. It was reported that the issue was in relation to the procedure and there was no allegation of deficiency against the ablation system. Medtronic received information that the reported issue was resolved.